Event description:
It was reported that the pt had "necrotic tissue prostate left". Unknown if this was pre or post procedure. No further info was provided. Pt outcome: "no damages to the pt." Info translated from (B)(4) to english.